Event description:
It was reported that this right ventricular (rv) lead was surgically revised due to high intermittent jumps in pacing impedances to greater than 3000 ohms. The sensing and threshold were good, and no noise seen nor any noise could be reproduce. No additional adverse patient effects were reported.